Event description:
Additional information received reported that the patient did not have much pain relief from the pump as oral medication. The patient was not satisfied with pain relief.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
The patient reported that the pump hasn¿t worked in 5 years, but the office says it is working. The pump was used to deliver bupivacaine and dilaudid. No patient symptoms, interventions or patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.